Event description:
It was reported that the pta balloon broke at the proximal joint during the first inflation prior to reaching nominal pressure in the arterial side of an a/v fistula. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for a complete circumferential outer catheter break at the proximal butt joint. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.